Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose. Customer's blood glucose level at the time of the hospitalization was 210 mg/dl. Wife had initially called due to a no delivery alarm before she reported that hospitalization of the customer. Troubleshooting was performed on the insulin pump. Advised customer's wife to clear alarm and disconnect the tubing and reservoir. Then to verify the connection is secure by gently tugging on the connector. Next advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing. Wife states the insulin did exit. Finally asked wife to rewind pump, reinsert reservoir into pump and run manual prime of at least 5.0 units on insulin. Customer's wife stated insulin pump did not alarm no delivery and advised that pump is working as designed. No further information was provided.